Event description:
Allegedly, the following occurred: the stapler was fired, the surgeon opened the instrument but the anvil did not tilt and was difficult to remove. The anvil was finally removed manually. After testing the anastomosis, it was observed that the stapler fired correctly. The surgeon was very cautious due to the physical and diseased state of the patient, so a temporary ileostomy was performed due to a fear of leakage. Patient ok.

Manufacturer narrative:
Tracking no: us200606-1785. 06/29/2006 sent to FDA.